Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the probe showed memory (fold) after passage, requiring replacement.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on august 12, 2020. There were no physical samples or digital images received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.